Manufacturer narrative:
On 18-oct-2018, a technical support specialist (tss) conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and advised the customer that the api sample should either be run asap after receiving (preferable) or at least freeze the sample if she plans on storing it as she did this past time. The tss also advised the customer to call api to see if another sample would be available for further evaluation. No further action required by tss. The most probable cause of the reported event was due to possible operator handling issues. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported failure of the api survey with the aia-900 analyzer. The customer is unable to run ca19-9 patient samples. A technical support specialist (tss) provided telephone assistance to address the reported event, which resulted in delayed reporting ca19-9 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.